Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
On 2016-02-04, information was received from a consumer via a company representative regarding a female patient who was receiving morphine 60mg/ml at 19.523 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient¿s medical history included multiple back surgeries, a hysterectomy and gall bladder removal. The patient¿s concomitant medications were unknown. On an unknown date, the patient experienced increased pain. A dye study was attempted, but they could not aspirate. The cause of the event was unknown. On (B)(6) 2016, a catheter revision occurred; the spinal segment was replaced. The dose was decreased to 13 mg/day following the revision. As of (B)(6) 2016, the event had resolved. The patient¿s status was reported as ¿alive ¿ no injury.¿ if additional information becomes available, a follow-up report will be submitted.